Manufacturer narrative:
It was reported that the video system center is not switching on and there is no display. The issue was identified during setup. There were no reports of patient involvement. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center is not switching on. The issue was identified during setup. There were no reports of patient involvement.